Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result.¿ from the information provided, the user was able to resolve the issue there at the user facility. Therefore, investigation believes this event was caused through a temporarily loose connection between devices. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device is not scheduled to be returned. If additional information becomes available prior to the investigation conclusion, a supplemental report will be filed.

Event description:
It was reported, the evis exera iii xenon light source was unable to capture images. According to the initial reporter, the device was strobing. There was no patient harm or consequence reported as a result of this event.